Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer returned the meter and test strips where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): customer's returned strips: qc 1: 3.1 inr, qc 2: 3.1 inr. Retention strip: qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the stago neoplastine method. The result from the meter was 2.7 inr. The result from the laboratory was 2.0 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred due to the discrepant results. The customer is doing great. The customer has normal bruising due to being on warfarin. No medical treatment required for any bruising. The meter and test strips were requested for investigation.